Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. On 7/14/2026 the patient experienced sweating. The CGM reading was 42 mg/dL. The patient went to the hospital and was treated intravenous insulin. No blood glucose reading was reported from the event, but it was understood that the patient experienced a hyperglycemic event. No further medication was reported and the patient was discharged after spending more than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.